Manufacturer narrative:
Medical products - vanguard(tm) femoral distal augment 10mm x 60mm ll/rm catalog# 184202 lot# 769060, vanguard (tm) femoral distal augment 10mm x 60mm rl/lm catalog# 184182 lot# 807910, vanguard (tm) femoral posterior augment 5mm x 60mm ll/rm catalog# 184162 lot# 741160, biomet splined knee stem 10mm x 80mm catalog# 141610 lot# 298100, biomet offset tibial tray adaptor 5.0 mm catalog# 141491 lot# 326010, vanguard (tm) femoral posterior augment 5mm x 60 mm rl/lm catalog# 184142 lot# 668770, biomet offset tibial tray 63mm catalog# 141481 lot# 894190, biomet series a thin patella 37mm x 8.6 mm catalog# 184788 lot# 968230, vanguard (tm) dcm tibial bearing 20mm x 63/67 mm small post catalog# 183830 lot# 073550, custom titanium vanguard ssk femoral catalog# cp113123 lot# 474920. Event is being reported to FDA on eleven medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 11 mdrs filed for the same patient (reference 0001825034 - 2017 - 00253, 0001825034 - 2017 - 00255, 0001825034 - 2017 - 00258, 0001825034 - 2017 - 00259, 0001825034 - 2017 - 00261, 0001825034 - 2017 - 00262, 0001825034 - 2017 - 00264, 0001825034 - 2017 - 00265, 0001825034 - 2017 - 00266, 0001825034 - 2017 - 00267).

Event description:
It was reported that the patient was revised due to unknown reasons seven (7) months post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.